Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
Reportedly, the audio processor is not used anymore as the recipient does not have good benefit with the device. An accident or trauma is not known. The user never had good performance with the device. Re-implantation, possibly with an auditory brainstem implant (abi), is considered. Despite requested, no additional information could be yet retrieved.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, the audio processor is not used anymore as the recipient does not have good benefit with the device.